Event description:
Pt was being transported from a lift bath chair into a whirlpool bath and the pt cut herself from the broken seat that the care provider was using. 5cm v-shaped skin tear to the underside of right leg.